Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, episodes of noise resulting in oversensing and low pacing impedance were observed on the right ventricular (rv) lead. Technical support was contacted and lead damage was suspected. Technical support recommended a lead revision. No intervention has been performed at this time. The patient was stable and will continue being monitored.